Manufacturer narrative:
Concomitant medical products: product ID: 399960, lot# v026006, implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: extension. Product ID: 377875, lot# v021281, implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported that the manufacturer representative would check with the physician for some answers. It was later reported that the patient received assistance from the doctor or manufacturer representative and their concerns were resolved. It was later reported that a culture was done and the result was (B)(6). The location of the infection was the left buttock at the pocket site. It was noted that the system was explanted. It was noted that the patient did not have therapy until the doctor ¿re-implanted¿ a new system in (B)(6) of 2014.

Event description:
It was reported that the patient was implanted (B)(6) 2007 and removed (B)(6) 2013 due to ¿mulipal¿ staph infection which was developing ¿holes in the skin.¿ the patient stated that the doctor was not sure if they were going to have time to remove it before the implantable neurostimulator (ins) was ¿pushed through one of the holes.¿ it was noted the staph infection began 2012 and the stimulation was turned off until it was explanted. Additional information was requested but was not available at the date of this report. See manufacturer report # 3004209178-2014-05635 and 3004209178-2014-05646 for other events regarding this patient.

Manufacturer narrative:
(B)(4)